Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive of the infusion set was wet with insulin resulting in elevated blood glucose levels. The patient's blood glucose level was more than 300 mg/dl. He used pen therapy and changed the infusion set. Now, the patient's health condition is good. The insulin leak occurred with 2 infusion sets.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - the catalog number was updated in section d4 based on the returned product.